Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction occurred and the pump screen was blank. The pump display did not turn on after pump was plugged into a power source. Customer reverted to using manual injections for insulin therapy. There was no reported impact to blood glucose.